Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the tether was cut and pulled from the leadless implantable pulse generator (ipg) while being monitored under x-ray. Post tether removal, the ipg exhibited a rise in thresholds. The patient was checked again a few hours post procedure with the same measurements. The ipg was explanted and replaced the following day. No patient complications have been reported as a result of this event.